Event description:
A nurse reported one case of diffuse lamellar keratitis (dlk), observed on a patient's eye at four days post lasik treatment. Reporter indicated the flap was relifted and rinsed, and did not affect the visual outcom. Attempts have been made to obtain additional information, at this time additional information has not been received.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. Attempts have been made to obtain additional information, at this time additional information has not been received. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).